Manufacturer narrative:
Omit a140504 - inaccurate delivery (2339) additional information imdrf annex a code imdrf annex g code imdrf annex b code manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump states 0.2 mg was delivered with no patient attempts". There was no information of patient harm. It was reported that the medication was hydromorphone and was contained in a 30ml syringe. The medication was programmed as "pca dose only". There was patient involvement and per customer, the information on patient impact is unknown.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump states 0.2 mg was delivered with no patient attempts". There was no information of patient harm. It was reported that the medication was hydromorphone and was contained in a 30ml syringe. The medication was programmed as "pca dose only". There was patient involvement and per customer, the information on patient impact is unknown.